Manufacturer narrative:
During a right superficial femoral artery (sfa) stenting procedure, the smart control stent could not cross the 100% stenosed lesion in a heavily calcified and tortuous vessel. After the device was removed from the patient, it was noted that the stent was already exposed for approximately 1mm. The lesion was predilated again and another new smart control was successfully placed at the target lesion. Contralateral approach was utilized. It is not known if the lesion was resistance to dilation, and there is no information regarding the percent stenosis after predilation prior to the attempted crossing of the first smart control stent. The procedure was completed without any patient injury. It was visually verified that prior to insertion of the first smart control into the patient the stent was fully contained within the outer sheath. The smart control locking pin was in place during advancement towards the lesion. It is not known if the locking pin was in place upon removal of the device. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15030530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer member subassembly lot 15026261 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Polymide guide wire lumen subassembly lots 15023378 and 15023379 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Without the return for analysis no definitive conclusion can be made; however, based on the reported clinical and procedural information, lesion characteristics likely contributed to the inability to cross with the smart control. It appears that lesion characteristics and device manipulation may have contributed to the stent being exposed upon retrieval after failed attempt to cross the lesion. Based on the device history record review, there is no indication that the events are related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the fowler cylinders did not function to specification. No adverse consequence alleged.

Manufacturer narrative:
During a right superficial femoral artery (sfa) stenting procedure, the smart control stent could not cross the 100% stenosed lesion in a heavily calcified and tortuous vessel. After the device was removed from the patient, it was noted that the stent was already exposed for approximately 1mm. The lesion was predilated again and another new smart control was successfully placed at the target lesion. Contralateral approach was utilized. It is not known if the lesion was resistance to dilation and there is no information regarding the percent stenosis after predilation prior to the attempted crossing of the first smart control stent. The procedure was completed without any patient injury. It was visually verified that prior to insertion of the first smart control into the patient the stent was fully contained within the outer sheath. The smart control locking pin was in place during advancement towards the lesion. It is not known if the locking pin was in place upon removal of the device. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15030530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer member subassembly lot 15026261 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Polymide guide wire lumen subassembly lots 15023378 and 15023379 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Without the return for analysis, no definitive conclusion can be made; however, based on the reported clinical and procedural information, lesion characteristics likely contributed to the inability to cross with the smart control. It appears that lesion characteristics and device manipulation may have contributed to the stent being exposed upon retrieval after failed attempt to cross the lesion. Based on the device history record review there is no indication that the events are related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's gender and age were unknown. The procedure was a stenting to the right superficial femoral artery. The vessel was heavily calcified and tortuous. Rate of stenosis was 100%. Approach was made contralaterally. The smart control stent could not cross the target lesion. After the sds was removed from the patient, it was found that the stent was already exposed for approximately 1 mm. Pre-dilatation was performed again, and another new smart control was successfully placed in the target lesion. The procedure was completed without patient injury. It was visually verified that prior to insertion of the first smart control into the patient the stent was fully contained within the outer sheath. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Per IFU, the user held the handle of the smart control sds flat and straight outside the patient.